Event description:
Eval revealed a misaligned display screen and partially dislodged force sensor pins. The force sensor resistance reading was out of calibration.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. The force sensor resistance reading was out of calibration. During eval, the pump did not detect the cartridge during the load step and dispensed fluid from the cartridge.